Event description:
It was reported that the device leaked co2 during procedure. A second device was used to complete case with no pt consequence. No other info available.

Manufacturer narrative:
(B) (4). (B) (4). Damaged universal seal assembly, leak test failure. Eval summary: the analysis results of the cb12lt found that the device was returned with the lower ring of the universal seal assembly cracked. The device was functionally leak tested and failed. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the leak test failures. We have documented the circumstances as they were reported to us. In addition, a corrective action has been initiated to address the leak test failure. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check mfg records for any related non-conformances. The f4nl2a lot reported corresponds to a b12lt product code.